Event description:
(Reported to elgx). Pt presented with 8.3 cm aaa and bilateral cia aneurysms; also suffered from liver cirrhosis. In 2008, pt had successful implant of a 25-16-155bl bifurcated device and two 28-28-75l infrarenal proximal cuffs. Access and deployment were uneventful, however due to compromised collateral circulation to the colon, the pt developed ischemic gi tract, acidosis, and sepsis. The pt had signed a dnr and did not want to be resuscitated with further intervention. The pt died two days later.

Manufacturer narrative:
Additional device info: infrarenal proximal extension. Model no. 28-28-75l. Lot no. W07-1841-019. Expiration date: 10/01/10. Infrarenal proximal extension. Model no. 28-28-75l. Lot no. W08-0195-013. Expiration date: 02/01/11. Review of lot records/work orders, prior reports. No issues were noted. Pt suffered from acidosis and sepsis; both contributed to event.